Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 800 pro synchron clinical system leaked approximately 0.5ml fluid from the reagent probe b onto the reagent probe spill tray. The leak was contained within the instrument. The customer received "cc sample cuvette no fluid detected" error message. It was confirmed that there was another error message stating "cc sample probe obstruction". The customer was wearing a lab coat, goggles, and gloves at the time of the event. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. The msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. Bec field service engineer (fse) visited the customer's site and inspected the system. The fse noted fluid was pouring from the top of the reagent syringe, and the syringe was at least a half turn loose. The fse tightened the syringe to the valve, primed the system, and verified system performance.

Manufacturer narrative:
(B)(4).